Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The mains inlet and drainage valve required replacement. The defective parts have not been returned to factory for futher analysis. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).